Event description:
It was reported that this spinal cord stimulation (scs) system was explanted because stimulation was not working as expected. Device will not return for analysis. No additional adverse patient effects were reported. It is not known if electrocautery was used.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2317500. Model: sc-2317-50. Serial: (B)(6). Batch: (B)(6).